Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that son had sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer's stated sensor hub had no cannula and unable to connect after 24 hours so they took it out. Customer was advised that we are sending a replacement sensor and return the faulty one back.

Manufacturer narrative:
Found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.